Event description:
Suspected fluid overload but, no evidence of this at the end of the case. Or nurse stated that, the case had to be aborted 3 hrs and 20 minutes into the procedure. The pt experienced pulmonary edema, however, according to or staff had recovered well. The pt expelled excessive fluid with no problems. The procedure has not been completed nor rescheduled at this time. The sales rep. Was not present at the case.

Manufacturer narrative:
Unit has not been returned for evaluation, therefore no determination could be made for the reported incident.